Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that phone call for cosmetic damage. Customer¿s blood glucose was unknown. Customer reported that her pump is broken where the reservoir goes in its broken on the top the black piece came up has not had issues but concerned inquired what led up to the complaint. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump was received with scratched case, broken reservoir tube lip, cracked retainer, pillowing keypad overlay, and minor scratched lcd window.